Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to flattened esc button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Unit passed displacement test and self test.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.